Manufacturer narrative:
The customer report that the tri-fuse broke was confirmed. Received was a used broken maxzero trifuse extension set. The locking hub of the trifurcated adapter was observed to be chipped and fully cracked (noted opposite injection gate) and broken off from the adapter. A non-bd alcohol luer tip was connected to the hub. Functional testing showed when deactivating the valves, no issues were observed with any of the valves return behavior. The set was also pressure tested while submerged underwater. Pressure was incrementally increased up to 30psi. No issues were observed. The root cause of the customer's report was not identified.

Event description:
It was reported that the tri-fuse broke during an unspecified infusion. The customer states there was no patient harm.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tri-fuse broke during an unspecified infusion. The customer states there was no patient harm.